Manufacturer narrative:
Date of report: 26oct2018. Date received by manufacturer:15aug2018. Philip's service engineer (se) inspected the device and replaced the exhalation valve, the main board motor and solenoids cable.

Manufacturer narrative:
(B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator had a breath rate that was high during testing. There was no patient involvement. The event date was not specified, estimate used.

Manufacturer narrative:
Date of report: 14nov2018. Date of manufacturer: 13nov2018. An exhalation valve was returned to philips for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found.